Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for spinal pain. The patient reported that a manufacturing representative (rep) checked their battery around (B)(6) or (B)(6) and indicated that the battery has ¿gotten bad.¿ they mentioned that the battery started to go bad 6-7 months ago. The patient stated that they have gotten approval for a device replacement and wanted to talk to their rep about what type of device to get. Patient services sent out communication to the field. No further complications or patient symptoms were reported or anticipated.